Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump shuts down by itself before and after a battery change. The customer's blood glucose reading was 100 mg/dl at the time of incident. The customer reported that they found that there was missing piece on the battery compartment. The device will be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Unit was monitored for 3 days and no unexpected pump shutting off or blank display were noted. Unit received with broken off piece of the battery tube threads. Unit received cracked case at the display window corners, reservoir tube lip, reservoir tube window and reservoir tube window corners. Unit received with minor scratched display window and case.